Manufacturer narrative:
The insulin pump alarmed motor error during rewind, due to a completely broken off motor slide tip. The functional testing could not be completed, due to motor error alarm and motor slide tip damage. The motor was tested outside of the device and passed. The insulin pump had a minor scratched display window, cracked case at display window corner, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported that upon the reservoir being removed from the insulin pump, the pump would not rewind all the way and the piston ws still at the top. In an attempt to fix this, the customer's husband accidentally pulled the piston out of the pump. The customer's blood glucose was 65 mg/dl. Nothing further was reported.